Event description:
The catheter broke and was left in the patient when the needle was retracted. The nurse was able to completely remove the catheter from the patient without any difficulty.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)